Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6f spb3.5. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, and mildly calcified lesion in the distal circumflex artery. A non-abbott guide wire crossed the lesion and an intravascular ultrasound was performed. A 2.25x23mm xience alpine stent was implanted in the target lesion. A 2.5x8mm xience alpine stent was advanced to the lesion; however, the stent was not confirmed with angiography. It was then noticed that the 2.5x8mm xience alpine stent dislodged inside the y-connector. The dislodged stent was removed from the y-connector and a 2.25x8mm xience alpine was advanced to the lesion using the same y-connector. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.